Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: -operation manual 3.3 inspection of the endoscope. -reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer originally returned his olympus evis exera iii duodenovideoscope due to defect at the distal end causing a leakage. According to the initial reporter, this event was discovered during procedure preparation and no impact on the patient. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found in the device. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was a crack on the distal end that was leaking. Additionally, as noted in b5, the unit had undergone insufficient reprocessing as foreign material was discovered in the forceps elevator. Due to the damage on the distal end, the insulation resistance was out of specification. Due to the elongation of the angle wire, the control knobs were out of specification also. The connecting tube was scratched. The light guide lens was discolored. The distal end had been shaved, and there was corrosion present on the left arm. If additional information becomes available following the device evaluation, a supplemental report will be filed.